Event description:
A patient reported a cut in their tubing. The patient was assisted in clamping the tubing and ending treatment. The patient was planning on reporting to the clinic in the morning. Medication was unknown. Volume to be infused was unknown.